Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.62 volts and a charge time of 9.2 seconds after 16 months of service. The physician was concerned that the battery was depleting more rapidly than expected. A boston scientific technical services consultant discussed sending in a save to disk and memory dump for a longevity calculation.